Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous first diagonal artery. A 15mm x 2.5mm quantum apex balloon dilatation catheter was selected and advanced to treat the target lesion. Upon inflation attempt at 12 atm, balloon rupture was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.